Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received signal too low alarm, unexpected restart, no delivery alarm and motor error. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarms and rewind the insulin pump. Customer declined troubleshooting. The customer was advised to discontinue use of insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a21 and a`17 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).